Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed and no anomalies were found. There was blood/body fluid on several conductors (not obstructed); inner tubing was kinked/buckled; outer tubing overlay was breached cut; blood in/on the helix/lobe mechanism. Apparent explant damage.

Event description:
It was reported that during an implant attempt the right ventricular lead had high impedance after multiple attempts to position the lead, increased impedance that kept rising, poor sensing, possible over torquing the screw, and difficulty passing the stylet through the body of the lead. The lead was not implanted and a different lead was implanted. There were no patient complications reported as a result of this event.